Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This event was assessed and is being reported as part of a retrospective review of complaint sources data. If information is provided in the future, a supplemental report will be issued.

Event description:
Review of customer feedback indicated ventricular assist device (vad) patient(s) had a double disconnect on the controller, with no indication of suicide, and expired.

Manufacturer narrative:
Product event summary: the controller with unknown serial number was not returned for evaluation. Review of log files could not be conducted since log files were not available for analysis. As a result, the reported event could not be confirmed. Based on the available information, a possible root cause of the reported event can be attributed to a disconnection of both power sources from the controller. If information is provided in the future, a supplemental report will be issued.